Event description:
Capio suture placed on the right side just anterior to the ischial spine was complicated by the fact that the small bullet-tipped needle sheared off the suture and was buried in the arcus at that point. Attempt was made to try to locate the needle to remove, but this could not be removed since the needle was clearly embedded in the soft tissue much like a small bone anchor. It was felt that this would be of no consequence and it was left in place. Physician said it was like leaving a ligament clip in. Would cause more harm to try to remove.